Event description:
The procedure was a 1st mpj fusion (left). The surgeon used a lapidus cp plate in which he had used numerous times in the past. Patient came back to surgeon after full recovery with pain. Upon x-ray, it was discovered the the plate cracked in half at cp screw.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the reported event that plate anchorage had a breakage after surgery could not be confirmed since the device has not been returned for evaluation. Based on investigation, it is not possible to identify the exact root cause of the breakage; we do not have enough information regarding circumstances of the event and the device was not returned. However, regarding complaint history and previous investigations, we cannot exclude that this breakage could be patient related and could have been caused by overload (vibration/fatigue fracture, fall or trauma¿). Please note that the literature reads: ¿the product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis." [Original statement] a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
The procedure was a 1st mpj fusion (left). The surgeon used a lapidus cp plate in which he had used numerous times in the past. Patient came back to surgeon after full recovery with pain. Upon x-ray it was discovered the plate cracked in half at cp screw.